Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu was upgraded. The system was then found to be operating as intended.

Event description:
The customer reported that the system would hang during the boot process. The system would not boot up. There is no report of patient injury associated with this event.